Manufacturer narrative:
(B)(4).

Event description:
Mesh was implanted on (B)(6) 2010, and by 2012, the mesh had begun to disintegrate and had to be removed. It had broken up into three pieces.

Manufacturer narrative:
(B)(4).